Event description:
Customer reported being admitted to hosp due to high blood glucose and ketones. Customer also reported having mononucleosis. Troubleshooting performed and pump appeared to be operating normally.